Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 1 months and 3 days post procedure, during chemotherapy, cytostatic leakage was observed at the surgical site. Imaging identified catheter porosity in the subclavian region. The set was removed on (B)(6) 2025, due to chemical injury from extravasation, and a new device was placed. The patients current condition is unknown.